Manufacturer narrative:
Lot mruu (1): manufacture date 15 june 2020, device returned 26 september 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully with an unknown surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot mruu (1): device returned 26 september 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.